Event description:
It has been reported that device was deployed for an attempted resuscitation. Device advised and delivered three socks. Subject was not resuscitated.

Manufacturer narrative:
(B)(4). ECG from deployment reviewed. Device correctly analyzed ECG, advised shock, and delivered shock. A total of three shocks were delivered during the course of the deployment.